Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Additional information was received from a patient via a manufacturer¿s representative (rep) on 2017-04-06. The patient reported that the device was not helping to relieve his pain. The rep reported that the patient had a follow up on 2017-05-03. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a manufacturer's representative (rep) via a consumer regarding an implantable neurostimulator (ins) for the treatment of postlaminectomy pain and spinal pain. It was reported that the patient has never had relief like they did during the trial. The rep had saw the patient on (B)(6) 2016 at which time the patient stated that they had good coverage and pain relief but there was a note that on (B)(6) 2016 stimulation wasn't helping at all. The patient's impedances are all within normal limits. The patient had been reprogrammed 4 times. The patient was reprogrammed again on (B)(6) 2017 but when the rep. Spoke with the patient on (B)(6), they were unsure if it was providing coverage of the primary pain area in the left side low back. The patient stated that they did not get relief from the new program. On (B)(6) 2017 the rep. Further reported the patient still had no relief from stimulation, but it appeared an x-ray showed the left lead migrated two contacts lower. Reprogramming was performed on (B)(6) with the patient stating stimulation was closer than it had ever been since implant, and they would like to try this program to see if they got relief.

Event description:
Additional information was received from the manufacturer representative regarding the patient. It was reported that the patient was doing better since most recent programming, experienced necessary positional changes but stated that it was working and the patient was getting relief.